Event description:
Today I took the abbott binaxnow covid-19 ag card (cdph) because I am a teacher and have started regular testing. Last year I was doing the mouth swabs for months. I was exposed to some chemicals while teaching and got very sick back in 2010 and have suffered some long-term problems when exposed to bleach or other cleaning materials. It causes allergy like symptoms which include nystagmus. Last year I started noticing that this condition was creeping up, and I asked the school to stop cleaning my desk and keyboard etc because I thought it might be that. The condition stopped when the school ended the weekly testing. After taking the nose swab test today I noticed a similar reaction. Please tell me what is on the swab as the fact sheet does not list this. Is there a saliva test (spit test) that I might be able to do alternately? Thank you, (B)(6). FDA safety report ID # (B)(4).